Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger. Product ID 37746, serial# (B)(4), product type: programmer, patient. Product ID 3887-45, lot# j0542982v, implanted: (B)(6) 2005, product type: lead. Product ID 7495lz25, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. (B)(4).

Event description:
The consumer reported shocking and stimulation in an undesired location. His device was implanted for pain in his hand. The patient now felt stimulation in his face instead. The patient also reported that when he turns his device on, it shocks his face. He started turning stimulation down low and finally turned the device off and it had not done it anymore. Patient services asked if he was still experiencing shocking after he turned the device off, he stated "very little bit in my face now". The patient stated three to four months ago he started experiencing stimulation in the wrong location and shocking. The patient stated he fell two to three times back in the summer but he doesn't think his falls have anything to do with the issue. It was reviewed that any fall could cause device components to move. The patient was to follow up with the health care provider (hcp). The patient stated he already followed up with his hcp and his hcp told him to call the device manufacturer. It was reviewed that the hcp needs to diagnose the problem. Medical history includes non-malignant pain. If additional information is received, a supplemental report will be submitted.